Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: no samples have been returned by the customer, however, representative testing has been completed by the manufacturing site. Bd cannula are inspected under magnification for the needle point quality (as per iso11608:2-2012 clause 4.5) and geometry of the grind angle. This grind angle is the same for all pen needles and safety pen needles manufactured by bd diabetes care. The cannula is also lubricated during the assembly process for ease of septum penetration. Given these conditions, foreign matter would most likely not be present on the cannula when assembled completely. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle had a "non-conform amount of particulates" in them during a coring test.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle had a "non-conform amount of particulates" in them during a coring test.

Manufacturer narrative:
Investigation summary: 184 samples have been received for investigation. 100 open samples and 84 sealed. Visual inspection of the devices confirms the reported foreign matter. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed per the applicabl operations and met qc specifications. A review of the maintenance requests was also carried out and no issues were observed. Conclusion: it is possible that alignment tooling can be set too low which causes the parts to be pushed downwards on the pallet rack and therefore pushing np end of the cannula against the rack disc causing the damage to the tip of the cannula, consistent with the samples. Action plan: implement a preventative maintenance activity to ensure a routine check on alignment is carried out. Redesign transfer station to remove adjustment of alignment tooling. Manufacture set up jig to set height of grippers and alignment bar.